Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) is no longer functioning properly. The patient has not yet identified a physician to perform the necessary revision surgery, primarily due to the presence of multiple bacterial infections. Although revision surgery is required, it has not been scheduled or completed at this time. No additional details have been provided.